Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump cannot deliver bolus. The customer¿s blood glucose level was 384 mg/dl. The customer reported that the auto mode feature was not used during the reported event. The device will not be returned for analysis.